Manufacturer narrative:
The device was returned for analysis. The complaints were not confirmed through cis analysis. No observable kink was present on the catheter itself. The catheter was returned without a guidewire inserted. Prior to insertion of a guidewire the catheters guidewire lumen was flushed with water. Blood was seen coming out of the distal end. A guidewire was inserted through the catheter with no resistance, and deployment was tested multiple times. No unusual resistance was felt. Subsequently, the device was deployed to basket and flower without difficulty. No tissue or foreign matter was noted on the catheter or in the sterile pouch. Analysis found that the allegation was not confirmed. Analysis found no evidence of device defect, malfunction, or damage outside the bounds of normal medical use.

Event description:
During a paroxysmal atrial fibrillation, a farawave was selected for use. During procedure, the wire was stuck inside catheter and then broke inside the catheter lumen, had to pull out wire and device as a whole. The catheter was replaced, and the procedure was completed without patient complications. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a paroxysmal atrial fibrillation, a farawave was selected for use. During procedure, the wire was stuck inside catheter and then broke inside the catheter lumen, had to pull out wire and device as a whole. The catheter was replaced, and the procedure was completed without patient complications. The device is expected to be returned.